Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that after a cassette's fourth use, the console displayed a system message and the occlusion bell sounded during a procedure. The tip was replaced; however, this did not resolve the issue. The cassette was replaced and the procedure was proceeded without known consequences or impact to the patient involved. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record review of the reported lot shows that the product was built to specifications. The returned sample was visually inspected and no obvious defects were found. The sample was functionally tested and passed all aspects of functional testing. The sample was able to reach a maximum vacuum within specification and no system message codes were generated. The root cause of the customer's complaint could not be established as the returned sample met specifications. The manufacturer internal reference number is: (B)(4).